Event description:
It was reported the patient experienced discomfort at the ipg site (described by the patient as a burning/heating sensation) while recharging. Reprogramming was able to resolve the issue. Regardless, the patient underwent surgical intervention wherein the ipg was explanted and replaced.